Event description:
It was reported by service report that the brakes were not engaging due to the brake adjuster being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.